Event description:
It was reported that during a gastroscopy procedure, illumination was lost for approx 10 seconds. The procedure was completed without any adverse impact on the patient. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure.